Event description:
It was reported that the pump declared alarm 20 during the load process, preventing successful cartridge loading and resumption of insulin therapy. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Cts assisted the customer in attempting to load a new cartridge and decided to replace the pump. The customer was instructed to use multiple daily injections (mdi) as a backup insulin therapy and to return the problematic pump using a prepaid label, with clear instructions on storage mode and confirmation of the shipping address.